Manufacturer narrative:
(B)(4). The insulin pump was received with critical pump error due to moisture damage on the electronic assembly. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book). The pump was received with a broken reservoir tube lip, missing retainer, missing reservoir tube o-ring, cracked battery tube threads, cracked battery tube, cracked keypad overlay and missing display window cover. The test reservoir does not lock in place due to the missing retainer and broken reservoir tube lip. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had crack in case. No harm requiring medical intervention was reported. The device will be returned for analysis.